Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose at the time of the incident was 186 mg/dl. Customer received an unexpected restart alarm. Customer was not able to troubleshoot because the buttons were not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the keypad traces. Unable to confirm a21 alarms due to keypad anomaly. The insulin pump has cracked reservoir tube lip, cracked display window, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.